Manufacturer narrative:
This event was originally reported on a quarterly summary report and is being resubmitted per FDA request. Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. However, analysis suggests that the product was not used in a surgical procedure. The visual inspection and functional evaluation of the product had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During cardiac surgery, the suture thread broke. Used another device to complete the case, no medical or surgical intervention was needed. No patient injury. Patient status is alive, no injury.